Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that (B)(6) 2025 during catheter placement at (B)(6) the guidewire could not be withdrawn from the puncture needle. It had to be removed together with the needle. After extraction, the mid-section of the guidewire was found to be frayed. Following re-puncture, a small amount of guidewire was advanced. Upon confirming no abnormalities, the guidewire was fully inserted. The puncture needle was withdrawn, the sheath tube was advanced, and the catheter was retained, completing the placement.